Event description:
It was reported while using bd alaris pump module smartsite infusion set the collar broke. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: tubing broken at screw on site. Hard plastic snapped.'

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of hard plastic snapped on screw could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the collar broke. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: tubing broken at screw on site. Hard plastic snapped.'